Manufacturer narrative:
The device was not returned to the MFR for eval. Therefore, we are unable to determine the definitive cause of the reported event. There was reportedly no malfunction of the devices in question. Nevertheless, we are submitting this medwatch for notification purposes.

Event description:
It was reported by a non-medical professional that a pt underwent a surgical procedure utilizing the metrx system. The surgeon reportedly penetrated the ligamentum flavum intraoperatively while inserting the first dilator. The surgeon reportedly had to convert from a minimal access approach and make a wider incision in order to repair the incidental durotomy that had been created. The pt claims that he suffered a contralateral nerve injury as a result of the surgery. Per the operating surgeon, the minimal access surgical instruments did not malfunction.